Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that fixture mount (tsvb10) could not disengage from implant during placement. Another implant was placed to complete procedure. Tooth location 29.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (item#: tsvb10) assembly was received for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that implant and the mount effectively separated without significant resistance or other issues. Pre-existing patient factors, implant age, tooth location are not relevant to the reported event. Pictures or x-ray images were not provided and do not apply to the reported event. DHR review was completed for the subject lot number: (1219494). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot#: 1219494) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not disengage/release) or device (tsvb10). Therefore, based on the available information, device malfunctions had not occurred and the reported event was un-confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.